Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per specifications due to high readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used. And found cannula split from tubing.

Event description:
The customer reported via phone call that calibration errors and bad sensor alerts were received. Customer does not recall any significant events leading to the error. Customer's blood glucose was 154 mg/dl at the time of incident. Troubleshooting advised customer to remove and change out sensor and customer indicated that the cannula was bent. The customer was advised that the device would be replaced and to return the product for analysis.